Manufacturer narrative:
The initial MDR 1226181-2016-00111 was filed on february 29, 2016. Additional information (02/29/2016): upon follow-up, the customer stated that the issue was sample related. After redraw, the sample resulted as expected. The customer did not provide patient data for the redraw sample. Other patient samples were not affected. The cause of discordant ctni results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Corrected information (03/02/2016): a siemens headquarter support center (hsc) reviewed the instrument data. The data given by the customer for this instrument was not matching with the data present in instrument files. Hsc determined that the customer mis-identified the analyzer when reporting the issue to siemens.

Event description:
The customer mis-identified the analyzer when reporting the results. The triplicate repeat results which were initially reported as obtained on instrument de230196b0, were obtained on instrument de230198b0 and vice versa.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided ccc with quality control data, which indicated results were in range prior to running the patient sample. The customer informed the ccc that the sample was centrifuged for five minutes utilizing a "stat spin". The customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant ctni results on one patient sample is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. Siemens is investigating the issue.

Event description:
Discordant cardiac troponin I (ctni) results were obtained on one patient sample on a dimension exl with lm instrument. The sample was auto-repeated, resulting lower than the initial result. The auto-repeat result was reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension exl instrument in triplicate, resulting higher than the auto-repeat result, but with imprecision. It is unknown if the corrected results were reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant ctni results.